Manufacturer narrative:
G4:23nov2020, b4:25nov2020 . This issue was noted during setup of the device. Another v60 was used and there was no delay to patient care or harm reported. The authorized service personnel performed testing on the device and found that the pressure detection was normal and the device passed all operational testing. No parts were replaced and the device remains at the customer site. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips that the pressure sensor reported an error. The device was in clinical use at the time of the event; however there was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance.